Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy.